Event description:
In 2002, the facility's biomedical engineer (bme) informed the manufacturer's (MFR.) Sr. Clinical consultant of the following: while testing the pump before implanting in the patient, the motor seemed to "slam" harder. The bme wanted to know if they should still use the pump or open another box? The bme was informed that the instructions for use do not advise testing the motor and it would be their decision whether to use this particular pump. The MFR.'s sr. Clinical consultant called back into the or approximately 45 minutes later and was informed by the bme that they had found out what the problem was. It appears that they did not remove the shroud from over the air vent holes. They realized this after they opened a second pump and seen the shroud dangling. The second pump was implanted in the patient. No further details are available.